Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a non-tortuous and calcified peroneal artery. A 3.0x220x150 sterling balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was removed and no device fragments were left inside the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 55mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a non-tortuous and calcified peroneal artery. A 3.0x220x150 sterling balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was removed and no device fragments were left inside the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.